Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed an impella cp via the 14fr sheath for support of a patient admitted in cardiogenic shock/acute myocardial infarction (cgs/ami) after being found "down" in the community and got cardiopulmonary resuscitation (CPR) for ventricular fibrillation (vfib) and was cardioverted. The impella cp was placed in conjunction with extracorporeal membrane oxygenation (ECMO). The site of the impella cp was found to be oozing and having blood loss. The team treated with red blood cells and manual pressure hold to the groin. The support remained for over 58 hours till explanted when team made choice to withdraw and allow for organ harvest after anoxic brain injury noted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided.